Event description:
It was reported that the patient experienced an uneven glans with an inflatable penile prosthesis (ipp). The physician determined the implant slipped back proximal on the right side leading to migration and the unevenness. A replacement surgery was performed in which the existing device was explanted and a new ipp was implanted. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.